Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No frozen display noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump kept vibrating and received a critical pump error and the display was frozen. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that the buttons on the insulin pump were unresponsive. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.